Event description:
It was reported that there is fluid in the reservoir compartment due to insulin leaking out of the reservoir. It was stated that the customer removed the reservoir, dried the reservoir compartment with a q tip. Insulin passed the self test and the drive support cap has no damage. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Motor error alarm during rewind due to corroded motor home switch. No moisture damage noted on electronic assembly. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.